Event description:
A nurse reported multiple problems with pca extension sets leaking in injection port area. Nurse turned in x2 sets; however, they reported that there have been several other incidents reported by nurses experiencing the same problem.manufacturer was not contacted.